Manufacturer narrative:
Analysis confirmed the reported event; during the system test the lcd (liquid crystal display) screen was flickering after interrogation from the wireless rf (radio frequency head) and also the normal rf head. When the session was ended the flickering disappeared. Lcd screen was worn. Analysis also found there was a deviation between the stylus and the cursor on the screen (diagonal from the lower right to the upper left corner) due to overlay misalignment. It was noted the keyboard base front latch was broken and the left antenna cable was damaged. It was also noted the power cable was missing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the screen was flimmering and lines appeared. The programmer was returned to the manufacturer for service, analyzed and tested out of specification. There was no patient involvement.